Event description:
Complainant alleged that during functional testing, the device halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attiributed to the software being corrupted. The software was reloaded to resolve the report. It could not be firmly established how the software became corrupt. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.